Event description:
A caller reported that their pump screen was dark and would not turn on, with the device exhibiting a red blinking led and vibrating every three minutes. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller on troubleshooting steps, but the issue persisted, leading to the decision to send a replacement pump. The customer was advised to use multiple daily injections (mdi) as backup therapy until the new pump arrived. Technical support also guided the caller on returning the faulty pump and ensured that a signature would be required upon the delivery of the replacement.